Event description:
Device returned to manufacturer for analysis with report of "break, tear, hole with the 8709 catheter connector." A follow up report will be sent when additional information is received.